Manufacturer narrative:
Block b3: exact date unknown, event occurred last few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing having trouble charging the implantable pulse generator (ipg) and holding that charge. The patient underwent an ipg replacement procedure. Patient is stable postoperatively. No products were returned due to facility policy.